Event description:
A customer contacted baxter global technical services regarding assistance with a system error 2240 alarm during dwell 2 of 4 on the homechoice machine. The caregiver (cg) stated that the unused supply line had the clamp open. The baxter technical service representative (tsr) assisted the cg to cycle power to clear the alarm. The tsr assisted the cg to end therapy. There was patient involvement; however, there was no injury or medical intervention reported

Manufacturer narrative:
(B)(4). This complaint for system error 2240 was confirmed. The root cause was identified to be use error from the patient leaving the clamp open on an unused line. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.